Manufacturer narrative:
This report is for an unknown matrix mandible screw / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially the patient underwent an unknown procedure on (B)(6) 2018 to treat the tumor ablation on the lower jaw and was implanted with matrix mandible preformed recon plate. The patient was fine right after the procedure and was discharged. On (B)(6) 2019, it was confirmed by CT that the screw on the anterior lower jaw had been broken off. Surgeon stated that bone resorption was confirmed at the screw insertion part. Patient is scheduled to undergo a revision procedure on (B)(6) 2019 to remove the screw in question and replace it with a screw and a plate. Concomitant device reported: unknown matrix mandible plate (part # unknown, lot # unknown, quantity 1); unknown matrix mandible screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown matrix mandible screw. This is report 1 of 1 for complaint (B)(4).